Manufacturer narrative:
G4: 22apr2020 b4: (B)(6)2020. Upon investigation it was determined that this MFR report #2031642-2020-00204 is a duplicate of an event previously reported under MFR report # 2031642-2020-00205. Any additional information will be submitted under the initially reported MFR#2031642-2020-00205 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported the device failed to operate using a battery. There was no patient involvement.